Event description:
New information received on 19 jun 2019 indicated that the patient presented to the hospital after experiencing diaphragmatic stimulation. Upon device interrogation, the right ventricular lead exhibited failure to capture. Chest x-ray indicated that the lead had dislodged.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead had dislodged. The patient was brought into procedure on (B)(6) 2019 for lead revision procedure. During the procedure, the helix could not be retracted. The lead was explanted. The patient was stable.